Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were coming out of the cartridge during the air extraction process. The customer's blood glucose level was 216 mg/dl. Reportedly, a new cartridge was successfully loaded and insulin delivery was resumed.